Manufacturer narrative:
(No pt impact). The sample was returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. Additional info was requested on 05/22/2008 and on 06/09/2008 by email. This report mailed in to FDA on: 06/13/2008.

Event description:
A facility reported the product spread in the eye rather than staying localized. There was no pt impact associated with this event. Additional info has been requested.